Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pacing lead (ipl) implant, after connecting the lead to to analyzer there was no signal at all of the heart to see. The ipl was removed and a different lead was used to complete the procedure. No patient complications have been reported as a result of this event.